Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery needs to be replaced. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
.

Event description:
The customer reported that the battery needs to be replaced. Further information was provided that the battery replacement request was due only to age of the battery. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.